Manufacturer narrative:
Evaluation summary:the condition of failing for accuracy (under-infusion) was confirmed. Inspection of the device found that the cause of the accuracy failure was due to a faulty pump head module. The pump head module was replaced. The device was returned to the customer fully operational.

Event description:
During product evaluation, the pump failed for accuracy. There was no patient injury or medical intervention necessary, according to the hospital representative. No additional information is available.